Event description:
A vaxcel PICC line was being placed for therapeutic purposes. During catheter insertion, the tabs broke off of the peel-away introducer. The physician used a kelly and was able to pull the rest of the sheath down to complete placement.

Event description:
Empath has isolated the investigation to the sheath scoring process, in addition, enpath is evaluating the effect of material variation on peeling. To date, a definitive root cause has not yet been determined. Boston scientific has implemented an incoming inspection to monitor enpath product for proper peel properties. None of the lots tested have yielded failures for peel.